Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has been informed that the patient declined to sign the consent form to allow return of the device for analysis.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.